Event description:
Related manufacturer reference 3005188751-2014-00092. During an atrial ablation procedure using a swartz fast-cath introducer and a brk transseptal needle, a pericardial effusion occurred. Transseptal access was obtained with a brk transseptal needle and a swartz fast-cath introducer with ensite velocity and mediguide technology used to isolate the left superior pulmonary vein (lspv). The patient became hypotensive and an intracardiac echo (ice) revealed a pericardial effusion. During a pericardiocentesis, asystole occurred briefly during pericardial access and atrial pacing was needed. The patient's intrinsic heart rate returned soon after and ice revealed the effusion had resolved and the patient was stable. The procedure continued but while recreating a new left atrial model, the patient became hypotensive again, and the effusion returned. All catheters were removed and a pericardiocentesis was performed again to stabilize the patient. The patient left the procedure room in stable condition. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation concluded that the brk needle had been kinked and bent in multiple locations throughout its length. The aforementioned damage is consistent with forcible contact. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion remains procedure related. Per the IFU, cardiac perforation is an inherent risk with the use of the device.